Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection-ndr , deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volbella¿ xc in the lips. About a year and half later, patient would receive 0.1ml of juvéderm® volbella¿ xc. Six months after the most recent injection patient had a non-device related viral infection associated with vomiting and dehydration and had a "delayed hypersensitivity reaction with lip and under eye swelling." This is the same event and the same patient reported under patient identifier (B)(6) (emdr-20229). This emdr is being submitted for the second injection of 0.1ml of juvéderm® volbella¿ xc.